Event description:
Same case as MFR report #: 2134265-2010-01559. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention. The index procedure treated a 90% stenosed, 2.8x28mm lesion of the mid rca (right coronary artery). Treatment consisted of placement of a 2.75x38mm study taxus liberte stent and a 2.75x8mm bailout study taxus liberte stent due to a dissection resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient returned in (B) (6) 2009 for a study follow up visit and reported having symptoms of a deep burning sensation substernally and shortness of breath during exercise and at rest. Along with symptoms at rest the patient reported diaphoresis and irregular heart action. An ECG showed an old inferior and anterior myocardial infarction (mi). Two days later the patient was admitted to the hospital. A 100% stenosis of the mid and proximal rca was treated with cutting balloon angioplasty and placement of a 3.5x12mm taxus liberte stent due to a small dissection noted resulting in 0% residual stenosis. An 80% stenotic area remained in the distal rca and was treated with balloon angioplasty and placement of a 2.25x12mm taxus atom stent resulting in 0% residual stenosis. The event was resolved one day post reintervention and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)